Manufacturer narrative:
Product ID 377875, lot# v001117, implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had erosion issue in 2009. It fully eroded in 2009 and the ins was replaced at a new pocket location. The patient had lost 90 pound of weight date unknown of start and stop of weight loss, and if this could be cause of issue. (And previous erosion issue).